Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 41628. Patient involvement is unknown.

Manufacturer narrative:
D9 - date returned to mfg: 11/28/2023. One device was received for evaluation. Visual inspection found the device to have no physical damage. A review of the device¿s event history log found a system fault 41,627, and system fault 41,628 errors. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated; however, they were found in the device¿s event log. It was determined that the motor could have been defective and the root cause. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.